Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: please clarify: did not close. Did the device fire and the staples did not form? Or did the device not close? How was the procedure completed? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the moment the surgeon started the stapler, the staple did not fire, did not close.